Manufacturer narrative:
Updated fields: d4, d10, g4, g7,h2, h3, h4, h6, h10. The certas valve was returned for evaluation. Device history record (DHR) - review of the history device records for the valve, product code 82-8814 with lot 4081217, conformed to the specifications when released to stock unique device identifier (UDI) : (B)(4). Failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted. The position of the cam when valve was received was at setting 2. The valve was hydrated. The valve was leak and leaked from the needle holes in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no issues were noted.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported poor flow from a certas valve: the valve was implanted on a (B)(6) girl via v-p shunt on (B)(6) 2020 with an unknown setting to treat a forebrain disease. On an unknown date, the patient started vomiting, and the flow of the valve could not be confirmed by shunt contrast. However, the situation did not improve, and poor flow was confirmed later by shunt contrast (flow was confirmed when pressuring hard). The protein concentration was not over 50 and no blood was inside the valve. Therefore, the valve was replaced to a new one (hakim) on (B)(6) 2020. When removing the valve, it was found that the saline did not come out from the distal catheter.